Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 227 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was broken and the reservoir would not lock into place. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and stained end cap sticker a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.